Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the ins may move slightly. The patient reported that they have been in pain the whole summer. The patient reported that they feel pain at the implant site. When moving upper body, the patient reported that it felt like it was jabbing out of the body. It was reported that it will be about a month until they can do a revision. The patient reported having headache after myelogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the manufacture representative reported that the ins was replaced on 2018-11-07. It was noted that one of the reasons the ins was replaced was that the patient's medical conditions requires the need for frequent mris. The issue was considered resolved. No further complications were reported.